Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The lead was received with the helix fully retracted, and distortion and fractured of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. (B)(4).

Event description:
It was reported that during implant, the helix was probably over rotated on initial deployment and it would not redeploy afterward. The lead was not implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.